Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values 2 days after the sensor was inserted into the abdomen. On 11/17/2023, the patient experienced grand mal seizure for half an hour and an ambulance was called. The bg by emergency medical service (ems) was 28 mg/dl and the patient was treated with IV glucose dextrose. The cgm was reportedly inaccurate and around 50 mg/dl off. The patient was evaluated in the emergency department for 6 hours before discharge. At the time of the call, the patient was feeling ok. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when bg was measured by ems. It has been reported that there was a difference in readings of 50 points off. No additional patient or event information is available.